Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported his adc blood glucose meter gives readings that are all over the place, noting that it would give a reading that seemed right, but then if he did another test it would give a far different reading. Customer further reported that on an unknown date in (B)(6) 2015 around 9:30-10:00 pm he performed a test using his adc blood glucose meter and received a reading that he can no longer remember, but noted his granddaughter administered his routine insulin based upon the reading that was received. Customer then went to sleep, but around midnight customer began to experience "symptoms of a seizure". Paramedics were called and upon arrival received a reading of 29 mg/dl. Customer was treated with an intravenous infusion of "high dose" glucose and transported to a local healthcare facility. Customer was diagnosed with hypoglycemia and kept overnight for glucose monitoring. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.